Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was no flow to the patient 2 minutes after connection. It appeared that there an obstruction in the system. There was no problem noted with the cannula or patient volume. The system was exchanged after one minute of flow drop which resolved the issue. The perfusionist noted that it was an issue with the pump. The patients blood pressure was low but was controlled. There were no further complications as the patient had cardiac output. The patient was in good condition during the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of the returned centrimag blood pump. A specific cause for the reported flow issue could not be conclusively determined. Furthermore, a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. It was reported that two minutes after connection of a centrimag blood pump, there was no flow to the patient as if there was an obstruction in the system. It was reported that there was no problem with the cannula or patient volume. One minute after the flow decrease, the decision was made to change the system, after which, the new system worked perfectly. The perfusionists thought that the problem was related to the blood pump. It was reported that the patient¿s blood pressure was low, but was able to be controlled as the patient had cardiac output with no further complications. The event resolved with the system exchange. The centrimag blood pump, lot number l06969-la2, was returned with two pieces of tubing connected to the inlet and outlet ports and two pieces of unconnected tubing. Visual inspection of the pump¿s inlet and outlet ports as well as the pump housing showed no evidence of cracking or other damage. Examination of the pump's blood-contacting surfaces and tubing revealed no evidence of depositions or thrombus formations. Visual inspection of the blood pump revealed no evidence of abrasion or other damage to the impeller blades or remainder of the rotor and showed no evidence of abnormal scratches on the pump housing or rotor well. There was no evidence of separation or slippage between the rotor magnet and rotor body. Following cleaning, examination of the blood pump revealed no anomalies. The blood pump was functionally tested on a mock circulatory loop with a test motor and equipment. The blood pump functioned as intended in accordance with manufacturing specification. Review of the device history record (DHR) for the centrimag blood pump (DHR cm pump l06969-la2) revealed no deviations from manufacturing or quality assurance specifications. The ous (outside the united states) centrimag blood pump instructions for use (IFU) (rev. E) is currently available. This IFU also provides the following warnings and cautions: IFU warning #3: back-up components must always be available. IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #7: attach tubing in such a manner as to prevent kinks or any restrictions that may alter flow, and in a manner that does not bend or fracture the barbed tubing ports and connectors, with the tubing extending beyond the second barb point. IFU caution #10: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. Under the sections titled ¿blood pump setup and operation (for vas use)¿ and ¿blood pump setup and operation (for ECMO use)¿ the IFU instructs to ¿set the centrimag primary console¿s low flow alarm to the desired minimum flow point.¿ the ous centrimag operating manual is also currently available. This document includes information on all alarms, including the low flow alarms, as well as the recommended operator response. No further information was provided. The manufacturer is closing the file on this event.